Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The day after the event onset, the patient presented to the emergency room and was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report the patient outcome was not reported. Pd therapies were ongoing. No additional information is available.